Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Ous MDR - the patient suffered from hyperpyrexia. Staphylococcus sepsis was diagnosed. The patient was hospitalized with antibiotic therapy. E. Coli was isolated with a urine culture test and staphylococcus aureus with a microbiological culture of blood. Update 10 mar 2016: event date: (B)(6) 2016 the patient fell down, but did not lose consciousness and suffered from hyperpyrexia. Staphylococcus sepsis was diagnosed again. The patient already suffered from staphylococcus sepsis one month before. The patient was hospitalized, again.

Manufacturer narrative:
On (B)(6) 2016 - through home monitoring service the physician saw a drop of impedance and the impedance value on (B)(6) 2016. At that time the patient was in the infectiology department for the previously reported infection. At the follow up it wasn't possible to find a threshold (>7.5 @ 0.4ms). The patient will get a pet scan. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.